Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps") and cervical polyp ("cervical polyp") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cervical polyp (seriousness criterion medically significant), vaginal haemorrhage ("severe vaginal bleeding"), menorrhagia ("heavy menstrual cycle"), fatigue ("fatigue"), memory impairment ("forgetfulness"), dyspareunia ("pain during intercourse") and endometrial thickening ("endometrium had thickened"). The patient was treated with surgery (underwent hysterectomy to remove the essure) and surgery (polypectomy, dilation and curettage to remove the cervical polyp). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, cervical polyp, vaginal haemorrhage, menorrhagia, fatigue, memory impairment, dyspareunia and endometrial thickening outcome was unknown. The reporter considered abdominal pain lower, cervical polyp, dyspareunia, endometrial thickening, fatigue, memory impairment, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2014, a sonogram taken revealed the plaintiff¿s endometrium had thickened and cervical polyp had developed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps/ cramping"), genital haemorrhage ("unusual bleeding") and cervical polyp ("cervical polyp") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2005 to 2006 and ortho novum from 1996 to 2005. Concurrent conditions included vaginal bleeding, uterine bleeding, tobacco user, genital herpes, hypercholesterolemia, major depression and endometrial polyp. Family history included cancer. Concomitant products included bupropion since 2011 for anxiety, pravastatin since 2010 for blood cholesterol abnormal, tranexamic acid (lysteda) for genital bleeding and menstrual cycle abnormal and metronidazole (flagyl) since 2014 for vaginal infection. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cervical polyp (seriousness criterion medically significant), vaginal haemorrhage ("severe vaginal bleeding"), menorrhagia ("heavy menstrual cycle"), fatigue ("fatigue"), memory impairment ("forgetfulness"), dyspareunia ("pain during intercourse"), endometrial thickening ("endometrium had thickened"), menstrual disorder ("unusual menstrual cycle") and pelvic pain ("pain"). The patient was treated with surgery (underwent hysterectomy to remove the essure), surgery (hysterescopy with dilation and curettage), surgery (polypectomy, dilation and curettage to remove the cervical polyp) and surgery (surgery). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain and abdominal pain had resolved and the cervical polyp, vaginal haemorrhage, menorrhagia, fatigue, memory impairment, dyspareunia and endometrial thickening outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cervical polyp, dyspareunia, endometrial thickening, fatigue, genital haemorrhage, memory impairment, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure explant date ((B)(6) 2014 and (B)(6)2014). Diagnostic results: on (B)(6) 2014, a sonogram taken revealed the plaintiff¿s endometrium had thickened and cervical polyp had developed. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: unusual bleeding, unusual menstrual cycle, pelvic pain and abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.